Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was experiencing hallucinations, nausea, sedation, and sensitivity to sound that may have been related to the patient¿s metastatic disease or the intravenous, oral, or intrathecal medication. It was stated that the event was ¿possibly related¿ to an increased dose of drug being given and ¿drug toxicity¿ was noted as well. It was noted that the event was ¿ongoing¿, but with no further action being needed. It was unclear which drugs were being delivered intrathecally, as it was stated that the drugs were hydromorphone, baclofen, and ketamine, but it was later stated that there were dilaudid, bupivacaine, and baclofen. That same day, it was reported that there was concern about a wound infection at the same time. However, it was stated that the patient was in the hospital due to pneumonia and also had multiple shingles lesions, so the infection was reportedly not related to the pump. Additionally, it was stated that the sensitivity to sound was likely due to the baclofen, but the hallucinations could have been related to any combination of the medications.